Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer reported that they had a display that went blank and now is not powering up. This resulted in a temporary inability to monitor pts centrally until the customer replaced the display. There was no report of any pt harm as a result of the reported events. Note: the customer did not provide any pt info.